Manufacturer narrative:
The unit had unresponsive button due to corroded keypad trace. No button error alarms occurred. No scroll bar/ramping numbers without button press noted. No unexpected weak battery or battery out limit alarms noted. The unit had cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and button error alarm. The blood glucose at the time of the incident was 154 mg/dl. Troubleshooting was performed. The device was returned for analysis.